Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching and vaginal irritation. On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding), heavy periods"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems urinary probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition:"), alopecia ("hair loss") and migraine ("migraines / headaches"). In 2014, the patient experienced photosensitivity reaction ("rashes or skin conditions type: sun allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: hypersensitivity"), mood swings ("hormonal changes:mood swings"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems/vision/eye problems type: do not recall,"), nausea ("nausea"), tooth disorder ("dental problems"), infection ("infection (other) describe do not recall,"), fatigue ("fatigue"), eye disorder ("vision/eye problems type: do not recall,"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: do not recall"), back pain ("low back pain"), neck pain ("neck pain"), pain in extremity ("leg pain"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), hypoaesthesia ("numbed legs"), insomnia ("insomnia"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection") and was found to have heart rate irregular ("blood or heart disorder/condition type: hard beats"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, mood swings, nervous system disorder, visual impairment, nausea, alopecia and tooth disorder had resolved and the autoimmune disorder, hypersensitivity, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, female sexual dysfunction, infection, photosensitivity reaction, migraine, heart rate irregular, fatigue, eye disorder, gastrointestinal disorder, back pain, neck pain, pain in extremity, vulvovaginal pain, headache, hypoaesthesia, insomnia, abdominal distension, abdominal pain upper, blood disorder, cardiac disorder, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, autoimmune disorder, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, depression, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, heart rate irregular, hypersensitivity, hypoaesthesia, infection, insomnia, menorrhagia, migraine, mood swings, nausea, neck pain, nervous system disorder, pain in extremity, pelvic pain, photosensitivity reaction, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2010 (summons) and (B)(6)2010 (pfs) patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), allergy: hypersensitivity, bladder/urinary problems bladder problems, urinary probs, hormonal changes, neuro condition/problems, vision problems, nausea, hair loss, dental problems. Insertion details,:four coils noted to be trailing in each tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: result: total bilateral occlusion. (Per mr): fluoroscopic hysterosalpingogram: the essure inserts are seen in good position. The proximal markers on both inserts are seen within the proximal portions of both fallopian tubes within 1 mm of the cornu.. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received. Lot number was added. Added event abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), infection (other) describe: do not recall, rashes or skin conditions type: sun allergy, migraines / headaches, blood or heart disorder/condition type: hard beats, fatigue, eye disorder, gastrointestinal disorder, low back pain, leg pain, vaginal pain, headache, numbed legs, insomnia, bloating, stomach pain. Updated pt for event depression, mood swings. Updated event onset date. Reporter's information was added. Patient's demographics was added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching and vaginal irritation. Concomitant products included ibuprofen and naproxen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding), heavy periods"), hypersensitivity ("allergy: hypersensitivity ,"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems urinary probs"), mood swings ("hormonal changes:mood swings"), nausea ("nausea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and pruritus ("allergic or hypersensitivity reaction type: constant itching"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced visual impairment ("vision problems/vision/eye problems type: do not recall,"), tooth disorder ("dental problems"), palpitations ("blood or heart disorder/condition type: hard, pounding heart beat") and asthenopia ("vision/eye problems type: do not recall,/ vision strain"). In 2012, the patient experienced autoimmune disorder ("autoimmune diagnosed"). In 2013, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition:") and migraine ("migraines / headaches"). In 2014, the patient experienced photosensitivity reaction ("rashes or skin conditions type: sun allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), nervous system disorder ("neuro condition/problems"), infection ("infection (other) describe do not recall,"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: do not recall"), back pain ("low back pain"), neck pain ("neck pain"), pain in extremity ("leg pain"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), hypoaesthesia ("numbed legs"), insomnia ("insomnia"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vulvovaginal pruritus ("infection ( bladder/ urinary tract/vaginal) type: itching & irritaion"), urinary tract discomfort ("infection ( bladder/ urinary tract/vaginal) type: itching & irritaion"), dysuria ("infection ( bladder/ urinary tract/vaginal) type: itching & irritaion") and vulvovaginal discomfort ("infection ( bladder/ urinary tract/vaginal) type: itching & irritaion"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, mood swings, nervous system disorder, visual impairment, nausea, alopecia and tooth disorder had resolved and the autoimmune disorder, hypersensitivity, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, female sexual dysfunction, infection, photosensitivity reaction, migraine, palpitations, fatigue, asthenopia, gastrointestinal disorder, back pain, neck pain, pain in extremity, vulvovaginal pain, headache, hypoaesthesia, insomnia, abdominal distension, abdominal pain upper, blood disorder, cardiac disorder, vaginal infection, cystitis, urinary tract infection, vaginal discharge, pruritus, vulvovaginal pruritus, urinary tract discomfort, dysuria and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, asthenopia, autoimmune disorder, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, hypoaesthesia, infection, insomnia, menorrhagia, migraine, mood swings, nausea, neck pain, nervous system disorder, pain in extremity, palpitations, pelvic pain, photosensitivity reaction, pruritus, tooth disorder, urinary tract discomfort, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal discomfort, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2010 (pfs) patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), allergy: hypersensitivity, bladder/urinary problems bladder problems, urinary probs, hormonal changes, neuro condition/problems, vision problems, nausea, hair loss, dental problems. Insertion details,:four coils noted to be trailing in each tube. Received treatment for itching. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. (Per mr): fluoroscopic hysterosalpingogram: the essure inserts are seen in good position. The proximal markers on both inserts are seen within the proximal portions of both fallopian tubes within 1 mm of the cornu. Lot number: 721041 manufacture date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received : previously added event eye disorder was replaced with asthenopia and new events: pruritus,vaginal discharge, irritation and palpitations were added. Onset date of events updated. Concomitaint drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching and vaginal irritation. On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding), heavy periods"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems urinary probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition:"), alopecia ("hair loss") and migraine ("migraines / headaches"). In 2014, the patient experienced photosensitivity reaction ("rashes or skin conditions type: sun allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: hypersensitivity"), mood swings ("hormonal changes:mood swings"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems/vision/eye problems type: do not recall,"), nausea ("nausea"), tooth disorder ("dental problems"), infection ("infection (other) describe do not recall,"), fatigue ("fatigue"), eye disorder ("vision/eye problems type: do not recall,"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: do not recall"), back pain ("low back pain"), neck pain ("neck pain"), pain in extremity ("leg pain"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), hypoaesthesia ("numbed legs"), insomnia ("insomnia"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection") and was found to have heart rate irregular ("blood or heart disorder/condition type: hard beats"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, mood swings, nervous system disorder, visual impairment, nausea, alopecia and tooth disorder had resolved and the autoimmune disorder, hypersensitivity, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, female sexual dysfunction, infection, photosensitivity reaction, migraine, heart rate irregular, fatigue, eye disorder, gastrointestinal disorder, back pain, neck pain, pain in extremity, vulvovaginal pain, headache, hypoaesthesia, insomnia, abdominal distension, abdominal pain upper, blood disorder, cardiac disorder, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, autoimmune disorder, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, depression, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, heart rate irregular, hypersensitivity, hypoaesthesia, infection, insomnia, menorrhagia, migraine, mood swings, nausea, neck pain, nervous system disorder, pain in extremity, pelvic pain, photosensitivity reaction, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2010 (summons) and (B)(6)2010 (pfs). Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), allergy: hypersensitivity, bladder/urinary problems bladder problems, urinary probs, hormonal changes, neuro condition/problems, vision problems, nausea, hair loss, dental problems. Insertion details,:four coils noted to be trailing in each tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: result: total bilateral occlusion. (Per mr): fluoroscopic hysterosalpingogram: the essure inserts are seen in good position. The proximal markers on both inserts are seen within the proximal portions of both fallopian tubes within 1 mm of the cornu.. Lot number: 721041 manufacture date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems urinary probs"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems"), nausea ("nausea"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, hormone level abnormal, nervous system disorder, visual impairment, nausea, alopecia and tooth disorder had resolved and the autoimmune disorder, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, hormone level abnormal, hypersensitivity, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and visual impairment to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2010 (pfs). Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), allergy: hypersensitivity, bladder/urinary problems bladder problems, urinary probs, hormonal changes, neuro condition/problems, vision problems, nausea, hair loss, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test- not specified bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), allergy: hypersensitivity, autoimmune diagnosed, psych injury, bladder problems, urinary probs, hormonal changes, neuro condition/problems, vision problems, nausea, hair loss, dental problems. Lab data, reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.